Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent and there was damage at implant. Concomitant products: 694958 lead, implanted: (B)(6) 2006; d274trk ICD, implanted: (B)(6) 2010; 419478 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported a replacement right ventricular (rv) lead was attempted but not used because the screw would not deploy. No patient complications have been reported as a result of this event.